Manufacturer narrative:
The product was received for evaluation. Additional information: section d9: device available for evaluation? Yes, section d9: date returned to manufacturer: may 12, 2023, section h3: evaluated by manufacturer: yes, device evaluation: visual inspection under magnification revealed that the lens was received coated in viscoelastic residue and with a bent haptic. The lens was cleaned, and a cut on the lens could also be observed. No further issues could be identified. The complaint issue was not confirmed during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: as per complaint investigation results, the product was released within specifications. Relationship between the device and the reported incident could not be determined. Therefore, there is no indication of a product deficiency or product malfunction. Please note that the information reported in sections d2 (common device name), h6 (health effect -clinical code and medical device problem code) and section g1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded intraocular lens (iol) haptic detached after deployment of the lens into the left eye. The issue was noticed after insertion. The lens was fully inserted and was then removed and replaced in the same procedure. Another johnson and johnson iol was implanted as replacement (same model and diopter). The patient has recovered. The outcome does not significantly interfere was activities of daily life. No further information was provided.